Manufacturer narrative:
Investigation summary: DHR review was performed on lot number: 8200535; the lot number was built/packaged on nfa line 1 from 20jul19 thru 26jul18 for a quantity of (B)(4) units. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed no reject activity findings throughout the build of this lot that would impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Indeterminate ¿ without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage post hub right where the clear tubing starts.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nexiva¿ closed IV catheter system there was an issue with leakage post hub right where the clear tubing starts.